Event description:
The lead used with algovita scs device made by nuvectra broke apart and fragments remain in the pt's body. Happened twice on two different leads. Also, there is a software/firmware error in algovita scs that may result in catastrophic failure of implanted device known to company but perhaps not reported.